Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
Correction: this report is being submitted to include the product UDI.

Event description:
It was reported that the rental dreamstation auto CPAP device was being returned and serviced due to the user passing away. There was no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith-effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.